Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker has detected chronic low right ventricular (rv) lead impedance measurements of less than 200 ohms for nearly a year. The rv lead is a competitor lead. No adverse patient effects were reported. Attempts were made to obtain treatment plan and resolution; however, they were unsuccessful. All available information indicates that the device remains in service.